Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with possible pseudo arthrosis and painful hardware l4-5, l5-s1 and underwent the following procedures: posterolateral fusion l4-5 bilaterally, possible l4-l5-s1. Exploration of fusion l4-5, l5-s1.) Removal of hardware l4-5, l5-s1. Placement of autograft bilaterally in the gutters with autograft from the fusion mass along with bone morphogenic protein and graft. Continue neurophysiological monitoring. As per op-notes, ¿using appropriate screws, drivers were used to first remove the end capsule, followed by removal of the cross link, followed by removal of the rods, finally by removal of the screws themselves. Pressing upon the vertebral bodies did not run on the spinous processes or pedicles did not demonstrate any motion. However out laterally, it was noted that there may be possible pseudo arthrosis and given this, posterolateral graft was undertaken from l4-5, ls-s1 by placement of graft along with bone morphogenic protein after this area had been appropriately decorticated. The decorticated bone which was part of the fusion mass was placed out laterally as well in order to augment the fusion.¿ on (B)(6) 2008: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.